Event description:
The patient reportedly experienced poor performance with use of device. External equipment was exchanged and programming adjustments were made, however, the issue was not resolved. Testing confirmed that the device is functioning. Device revision surgery will be scheduled.